Manufacturer narrative:
Findings: pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked lcd window, cracked reservoir tube window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood sugar was 80 mg/dl and 3 hours after that it was 526 mg/dl. The customer treated with a bolus. Their blood glucose later decreased to 441 mg/dl. The patient experienced vomiting as a symptom of their high blood glucose. Troubleshooting was performed and there were no apparent anomalies found with the infusion set, reservoir, or insulin pump. The customer was advised to change their infusion set and reservoir and resume insulin pump therapy. The insulin pump was returned for analysis.